Event description:
It was reported that the user experienced a low glucose episode after accidentally announcing the same meal twice on the ilet bionic pancreas, and troubleshooting and education were completed. Symptoms included hypoglycemia, with a nadir of 41 mg/dl, accompanied by shaking/ tremors. Outcomes included transient impact with no escalation of care. Investigation included review of device-reported data and patient interview. Investigation of this case revealed user error related to an accidental duplicate meal announcement. It was concluded that the device operated as designed and the event was attributable to user error, with education provided to prevent recurrence.